Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the nurse noticed medication leaking under the pump, from the bottom of the tubing cassette and onto the floor. The pump volume to be infused (vtbi) did not match the amount left in the medication bag. A new cadd pump was set up and new infusion started. Approximately 2 hours later, the patient reported he was still in pain. The cadd screen showed the patient was receiving medication. The physician was notified and discontinued the infusion order. When the nurses were aspirating medication from the tubing to waste, they found medication in the cassette area. Upon inspection, it looked as if the tubing was punctured by the clip of the cassette. No patient harm reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D9: product received date 02/25/2025. H3/h6: one device was returned for evaluation. As received no damage or anomalies were observed. In attempt to replicate clinical use, admin set was attached to medical bag and inserted into a pump. The set was primed with 10 ml. No alarms, leakage, or difficulties priming were observed. The set was then leak tested to 45psi. A leak was observed between the pump tube outgoing tube junction. The bond was pulled apart and inspected. Solvent channel was observed. The complaint of punctured tubing cannot be confirmed. During investigation a leak was observed at the pump tube outgoing tube junction. The probable cause is due to a solvent application coverage error during manufacturing.